Event description:
It was reported during pre use check the cs300 intra-aortic balloon pump (iabp) unit has battery issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) observed and the unit underwent battery test. Unit was tested ok.

Event description:
N/a